Manufacturer narrative:
Product #1 pi main pi-2021-0186373-01. An event of externalized conductors was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, externalized conductors were noted on the right ventricular lead. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was stable.